Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use nc euphora rx ptca balloon catheter to post-dilate a severely tortuous and severely calcified lesion located between the left main coronary artery, proximal left anterior descending artery and the proximal circumflex artery exhibiting 75% stenosis between the left main coronary artery and the proximal left anterior descending artery, and 99% stenosis of the proximal circumflex artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was pre-dilated and post dilated. Negative prep was performed with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that after a resolute onyx 3.5x26mm was successfully implanted, without any issues, in the left main trunk to the proximal left circumflex artery, the nc euphora (3.5x8mm) was delivered for post-dilation. However, the device tip was caught by the resolute onyx stent and could not cross the lesion. Therefore, a non-medtronic device was used. It was described that the tip of the nc euphora was found to be deformed and broken. Patient status post procedure is alive with no injury. It was reported that the middle part of the onyx was deformed and was shortened due to implanting the stent in the severe tortuous lesion. In the most severely tortuous site, the strut appeared like it was doubled, however, the stent was fully engaged. The physician was satisfied with the onyx in the tortuous lesion.